Event description:
Primevigilance notified teoxane of an adverse event on 05-dec-2023. A patient was injected on (B)(6) 2023 with teosyal rha 4 in the midface- pyriform apeture. The injection was done with the needle provided in the box. Four days after the injection, on 03-dec-2023, the patient experienced swelling and numbness in the pyriform area, with concerns for vascular occlusion. No redness or discoloration in the area. Capillary refill as seen via facetime was good. As a corrective action, the patient was prescribed oral steroids. On 08-dec-2023 we were informed, that the injector used hialuronidase and the symptoms fully resolved, thus the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.